Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, tip of instrument cutting device broke while being used for procedure. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, tip of instrument cutting device broke while being used for procedure. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
(B)(4). Corrected sections: h3- device was evaluated, h6-evaluation method codes: corrected from "device not returned" to "testing of actual/suspected device", h6 evaluation result codes: corrected from "no finding available" to "operational problem", h-6 evaluation conclusion code corrected from "no problem detected" to "known inherit risk of procedure" the device was returned on 03/30/2020. An investigation was conducted on 04/24/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed near the base of the jaws. The clear silicone insulation on the tip of the hot jaw was observed to be slightly peeled. The clear silicone on the cold jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed, as well as confirmed for the analyzed failure "material twisted;bent wire". Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, tip of instrument cutting device broke while being used for procedure. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.